Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The reported circuit occlusion was not duplicated. When the fsr first started to evaluate the device, the ventilator was autocycling. He asked the customer about the different issue and the customer reported that they attempted to troubleshoot the device and caused the autocycling during service and they couldn't resolve it. The fsr evaluated the autocycling issue and found that the customer had reinstalled the exhalation valve corner components upside down. After correcting the exhalation valve corner components, the autocycling was resolved and the fsr continued his evaluation for the circuit occlusion issue. The fsr evaluated the device and could not duplicate the reported circuit occlusion issue, there were no further failures detected.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion. The customer stated the unit was on a patient when it started giving circuit occlusion. There was no patient harm or injury.